Event description:
A customer reported damage to the housing and usb port of their insulin pump, which affected their ability to charge the device and led to a shutdown. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to alternate method of insulin therapy.